Event description:
Healthcare professional reported ¿intracapsular rupture" diagnosed via MRI. This relates to the right side. The device was explanted, replaced and discarded, won't be returned.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.